Event description:
Customer reported the pt was up to the bathroom and called the nurse to report there was blood leaking out of the distal smartsite valve of primary set. There was no pt harm. The set was discarded and model number and lot number are unk.

Manufacturer narrative:
(B)(4). Customer indicated the set was discarded at the facility. The lot number was not identified, therefore, lot history record review could not be performed.